Event description:
Report received of an inaccurate delivery. The pump was returned to the central supply department with an unsigned note that stated, "the device doesn't deliver the correct rate." No tracking information was provided, therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.